Event description:
Note from the reporting caregiver: the middle of one of the ports on the extension for the g-tube broke off. I only noticed it because I was not able to close the port when it was not in use. Possibly broke off due to attaching stuff to the port too tight, but I've never seen one break off at that spot before. No harm was done to the patient from this malfunction.